Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriately anti-tachycardia pacing (atp) and shock therapy to the patient due to an intrinsic ventricular tachycardia episode. However, the therapy was not able to convert the rhythm of the patient and the therapy got exhausted. The episode ended by itself soon after it was determined that the therapy was exhausted. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.